Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service technician evaluated the iabp unit and was able to confirmed the reported issue. The field service engineer (fse) replaced the broken fiber optic extension cable assembly . The fse then performed functional and safety checks to meet factory specifications. The unit was then released back to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) fiber optic connector broken. It is unknown under which circumstances the event occurred. However, no patient involvement or adverse event was reported.